Manufacturer narrative:
Date of events is unknown. It is unknown if the reporter is a health professional or their occupation. Device has not been returned; therefore, 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow warming set (model 24355) leaked at the heat exchanger. No patient or staff injury was alleged. No medical interventions were required.